Manufacturer narrative:
The device was disposed in the hospital.

Event description:
The patient underwent a mechanical thrombectomy to treat the right m1 middle cerebral artery occlusion with the subject retrieval device. Post procedure a thrombolysis in cerebral infarction (tici) score of 2b was achieved. The next day, CT scan showed that the patient had clinically asymptomatic minor bleeding on the left side of temporal territory. There was no treatment provided. The event was reported as related to the procedure but unrelated to the subject device.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent a mechanical thrombectomy to treat the right m1 middle cerebral artery occlusion with the subject retrieval device. Post procedure a thrombolysis in cerebral infarction (tici) score of 2b was achieved. The next day, CT scan showed that the patient had clinically asymptomatic minor bleeding on the left side of temporal territory. There was no treatment provided. The event was reported as related to the procedure but unrelated to the subject device.